Manufacturer narrative:
Concomitant products: 694965 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient developed a device infection with lead vegetation. The implantable cardioverter defibrillator (ICD) system was removed and the patient was treated with antibiotics. A new system was placed on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.